Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set was connected to the titanium adapter, the patient connector was able to be rotated. The reporter suspected it would cause leakage. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem was not verified because integrity of seal surface testing was performed with no issues/leaks. The tubing/bushing to patient connector is friction fit. The reported condition was not verified. A video of the event was also sent in for evaluation. The video shows that the patient connector is rotating, but the user is holding the transfer set by the bushing instead of holding it by the patient connector. Applying enough torque to the patient connector will result in its rotation because the connection between the tubing and the patient connector is a friction fit. Therefore, the cause of the rotation was determined to be a use error. Proper user instructions are addressed in the package insert for the minicap extend life transfer set with twist clamp. The guide instructs the user to "attach the transfer set male luer lock connector to the prepared titanium adapter, by hand, using sterile technique. Twist the transfer set connector until it is firmly seated." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.